Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of fluid on the interior of the membrane. The guide wire was not returned for evaluation. One kink was found on the catheter tubing approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017, upon intra-aortic balloon (iab) insertion on ami patient. The guidewire was broken and unable to advance through. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017, upon intra-aortic balloon (iab) insertion on ami patient. The guidewire was broken and unable to advance through. Replaced iab to continue therapy. No patient injury was reported.